Event description:
It was reported to the manufacturer, by facility, per facility, during standard patient transfer from the chair to the bed, the bracket that holds cradle at top broke. Two cnas lowered patient into bed. No injuries were reported. Follow up revealed that the patient did not receive any injuries. Description provided by facility indicates that the "dog ear" or mounting bracket that holds the scale to the cradle sheared. The scale has not been returned to the manufacturer for evaluation or confirmation as of this writing. (B)(4) entered into system to retrieve the lift back for evaluation.

Manufacturer narrative:
The scale manufacturer is sr instruments, (B)(4). The lift manufacturer is apex healthcare mfg. Inc.,(B)(4). Joerns is sending report to lift manufacturer. Joerns is sending report to scale manufacturer.